Manufacturer narrative:
Beckman coulter field service engineer (fse) replaced sample probe assembly and adjusted gear pump volume for reagent probe to resolve the issue. The fse ran multiple samples with no further issues observed. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported on (B)(6) 2025 obtained low patient result for sodium (na) on their au480 clinical chemistry analyzer, part number b12183, serial number (B)(6). Patient results were reported out of the laboratory. There was no report of impact on patient treatment in connection to this event. Service was not dispatched. The customer did not provide patient demographics.